Manufacturer narrative:
The insulin pump had a cracked reservoir tube lip, minor scratches on display window and missing end cap sticker noted during visual inspection. No button response due to corroded keypad traces. No button error alarms noted.

Event description:
Customer reported via phone call to have received a button error alarm. Customer also reported that buttons were not responding. Customer's blood glucose was unknown. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.